Event description:
Following is description reported by the user facility which appeared on their copy of the medwatch report received by the MFR: "surgeon inserted introducer and sheath into pt. Surgeon then attempted to peel away the sheath, when it broke halfway down, leaving half of the sheath inside of the pt. Surgeon's attempt at retrieving the piece of sheath was unsuccessful, so a radiologist was called to the o.r., who recovered the broken piece."